Event description:
The reporter stated the surgeon inserted a collamer single piece lens and the lens tore. The lens was removed with no patient injury. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. It should be noted that the injector, and cartridge were not returned for evaluation.